Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tube bottom cracked and the sample leaked on two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received two photos for investigation. The photos depicted one tube with a busted bottom and another tube leaking specimen from the bottom. A total of 10 retained samples were visually inspected for brittleness, with one of these samples failing. Additionally, 30 retained samples were visually inspected for damages, with none failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes the tube bottom cracked and the sample leaked on two devices. No adverse impact was reported regarding the patient or user.